Manufacturer narrative:
Unit passed the displacement test, self test and unxpected restart error test. Alloperating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had cracked case at display window corner (upper left and upper right corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had loose/protruded drive support cap and motor error alarm. The blood glucose at the time of the incident was 394 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.